Event description:
The a1114 mayfield infinity skull clamp was used for traction in anterior cervical discectomy and fusion (acdf) surgery. During repositioning to the prone position, the rocker arm was unlocked and the physician attempted to flip the pt. The rocker arm did not disengage and the pts' head slipped in the skull pins causing a laceration.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.